Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 345 mg/dl. He has not been getting insulin due to the button error. Customer stated the device was in his pocket and he went in a river for a long period of time. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.